Event description:
Unit was fully charged, but the battery drained 3 minutes into use while transporting a patient. The device was sequestered and tested by both biomed and ge (OEM), and the errors and problems could not be duplicated. Ge stated that the unit was functioning as designed, and it was placed back in service. No issues were found with the unit.